Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no blank display anomalies or low battery alerts noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 160 mg/dl. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. Customer was advised to remove battery for 10 minutes and insert a new battery and stated display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.